Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure a new reservoir was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced discomfort and a bulge in the lower abdomen due to reservoir migration. There were no device malfunctions associated with the device. The patient did not experience any further adverse events or complications following the procedure. No more information available at the moment. Should additional information become available, it will be provided.